Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the implantable lead had an erosion at the tip. The patient lost a lot of weight, and the field representative was unsure when the wound was opened. No adverse patient effects were reported. The implantable lead was explanted.